Event description:
It was reported that the surgeon completed a tonsillectomy and adenoidectomy on a pediatric patient using an evac 70 xtra plasma wand. The procedure was completed successfully and the surgeon reported that device performed as intended. On (B)(6) 2012, approximately 3 weeks post-operatively the patient presented with a 3mm clean fistula in the midline soft palate near the junction of the hard palate. The patient reported a whistling sound in the nose while drinking. The patient was sent home for 3 months of healing. No other complications reported as a result of this event.

Manufacturer narrative:
The lot number for the wand was not provided, therefore, the manufacturer cannot provide a device manufacture date or date of expiration.